Event description:
Surgeons use these sponges as lap squares during surgery. The event happened before surgery, unfolded sponge and sponge pulled apart with little or no pull. Inspection team evaluation sponges. All lot # to be picked up by kendall company. Kendall company to inservice staff on use of sponges taken out of servicedevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other, other, other. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: device failed just prior to use, other, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data, invalid data. The device was not destroyed/disposed of.